Manufacturer narrative:
The manufacturer previously reported that they received a voluntary medwatch (mw5158534) in relation to a dreamstation CPAP device. The patient alleges they had a lung biopsy that led to the diagnosis of peribronchiolar metaplasia while using the device. There is no allegation of device malfunction. The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. The manufacturer is submitting a final report at this time.

Event description:
The manufacturer received a voluntary medwatch (mw5158534) in relation to a dreamstation CPAP device. The patient alleges they had a lung biopsy that led to the diagnosis of peribronchiolar metaplasia while using the device. There is no allegation of device malfunction. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.